Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt was readmitted to the hospital with recurrent fevers. Computed tomography scan on this day revealed sepsis due either to paravertebral abscess (status post multiple interventions on the spine for chronic back pain), or endovascular graft infection. According to the physician, the findings strongly suggest a possibility of the tracking of the infection through the natural anatomic planes into the left psoas muscle frequently seen in pts with infection of the lumbar spine. However, he could not rule out infection of the stent-graft system due to the presence of air bubbles in the aneurysmal sac, and the proximity of the graft to the area of paravertebral swelling. On (B)(6) 2011, the pt underwent explant of the excluder graft system, and drainage of the paravertebral abscess. The pt tolerated the procedure. The explanted devices were discarded at the facility.

Manufacturer narrative:
Other excluder devices included in this investigation: pxc161400/8477890; pxc141000/8421362. A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications.